Manufacturer narrative:
The user facility reported the issue to stryker medical and repaired the stretcher themselves. Stryker did not evaluate the stretcher.

Event description:
It was reported to the customer's repair staff that the fowler was drifting. There was patient involvement but no adverse event.